Manufacturer narrative:
Visual analysis was performed on the returned device. The reported suture malposition was observed a suture retrieval issue needle to cuff miss. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with proglide devices using the pre-close technique prior to an interventional abdominal endoprosthesis implant procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. With the second device, upon device removal, the knot came out stuck to the device [suture malposition]. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a large bore sheath, and the abdominal endoprosthesis procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.